Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported the patient felt a shocking sensation and turned stimulation off, however, the sensation did not go away until the battery went dead. It was noted that the shocking sensation began 1 to 1.5 weeks prior to this report. Impedance measurements were not taken. The rep noted that she was not with the patient at the time of the report, but she would meet with the patient the morning of (B)(6) 2016. The rep later reported on (B)(6) 2016 that the battery was discharged so she was unable to run impedances. The patient reported falling on her "tummy" and the area over the implantable neurostimulator (ins) was swollen. The patient had allowed her battery to discharge because it caused discomfort. When the area over the ins was palpitated and the patient felt the shocking sensation and also pain from the area being swollen. It was noted that the fall occurred on (B)(6) 2016 and that was the same day the shocking started. The physician order an x-ray and technical services gave the ok to have the patient charge enough to allow for troubleshooting at the next appointment on (B)(6) 2016. Additional information received from the rep and patient on (B)(6) 2016 reported the patient fell on (B)(6) 2016 and landed on her left side, where the implant was. The rep noted the ins pocket site appeared swollen when she saw patient on (B)(6) 2016, but today the swelling had subsided. After the fall, the patient felt an electrical sensation, like zapping from the ins pocket site to the lead. It was noted the ins was implanted on the patient's left abdomen with the lead wrapping around to the spine. Since the fall, the patient had turned her stimulation off and the ins had gone into discharge. The patient was able to charge the ins enough to run an impedance check and impedances were within normal limits, with the range around 600 ohms. The rep reported that with stimulation off, the patient was able to feel a strong electrical sensation with palpation on the bottom of the ins. The ins did not appear to have moved from the fall. When stimulation was on, stimulation coverage "was not the same." The rep was unable to do further troubleshooting as the physician walked into the exam room. The rep reported later that same day, on (B)(6) 2016, that the x-ray showed that the device was "grossly intact." The physician did not address the result of the x-ray. All impedances checks showed normal values. The physician had decided to explant entire system and re-implant a new lead and ins. The explant had not yet been scheduled at the time of this report.

Event description:
Additional information received from the manufacturer's representative reported that the patient was getting a new implant on (B)(6) 2016.

Manufacturer narrative:
Based on additional information received, the previously reported eval code-conclusion of (B)(4) no longer applies to the event. (B)(4) now applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Based on additional information received, the previously reported eval code-conclusion no longer applies to the event. Code now applies.

Manufacturer narrative:
Under analysis it was found that the ins was functionally okay and had only insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.